Event description:
Related manufacturer reference number: 3006705815-2022-01740. It was reported that the patient experienced ineffective therapy due to lead migration. Imaging confirmed that one of the leads had migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the migrated lead was explanted and replaced with a new lead addressing the issue. Reportedly, effective therapy was confirmed post op. Note: it is unknown which lead was explanted. Hence, both leads are being reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.